Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl, "fainted and fell, hit head but no damage". Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and "first responders gave IV [intravenous] fluids" (nature of fluids was not specified). Customer was admitted to the intensive care unit with high ketones identified as life-threatening by a healthcare provider and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.